Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration requiring surgery, fracture of the filter, and post-implant pe. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut and migration of fractured struts could not be confirmed and the exact cause could not be determined. A clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. Without procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. The instructions for use also notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration requiring surgery, fracture of the filter, and post-implant pe. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration requiring surgery, fracture of the filter, and post-implant pe. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that patient has recurrent deep venous thrombosis on anticoagulation and there was excellent placement of the filter and patient tolerated procedure without difficulty. According to the information received in the patient profile from (ppf), eleven years and 4 months post-implantation, a computer topography scan revealed chronic caval occlusion around plaintiff¿s ivc filter, thrombosed iliac venous stents, and abundant venous collaterals. Patient underwent a caval reconstruction procedure in which it was noted in the record that there was at least one fractured strut. The caval reconstruction was unsuccessful and ivc filter was unable to be removed.

Manufacturer narrative:
Additional information was provided and is available in: age at the time of event, date of birth, event date, event description, brand name, model, catalog, lot number, and expiration date, date received by the manufacturer and PMA/510(k) number,and evaluation codes. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The implant date was confirmed to be accurate. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of fractured struts requiring surgery, fracture of the filter, and post-implant pulmonary embolism. The patient is also reported to have experienced blood clots, clotting, and/or occlusion, clogging of the ivc filter, and an attempted but unsuccessful percutaneous removal procedure approximately 3 weeks post implantation. The patient has also experienced from a lack of blood flow to the lower extremities which resulted in amputation of both legs. The patient also experiences constant worry and anxiety about the state of their health related to the filter. The indication for the filter implant was recurrent deep vein thrombosis (dvt) on anticoagulation with pulmonary embolism (pe). The filter was placed via the right common femoral vein deployed at approximately the level of l2. The patient is reported to have tolerated the procedure well without difficulties. Eleven years and 4 months post-implantation, a computerized tomography (CT) scan revealed chronic caval occlusion around the ivc filter, thrombosed iliac venous stents, and abundant venous collaterals. Patient underwent a caval reconstruction procedure in which it was noted in the record that there was at least one fractured strut. The caval reconstruction was unsuccessful and ivc filter was unable to be removed. Details of the caval reconstruction have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. The reported information indicated that portions of the filter migrated. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Collateral circulation develops as a result of inherent circulation patterns being impeded. Additionally, blood clots, clotting, poor circulation and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films or images for review and without the patient¿s medical history the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to patient specific underlying issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of fractured struts requiring surgery, fracture of the filter, and post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that patient has recurrent deep venous thrombosis on anticoagulation and there was excellent placement of the filter and patient tolerated procedure without difficulty. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion, clogging of the ivc filter, and an attempted but unsuccessful percutaneous removal procedure approximately 3 weeks post implantation. Eleven years and 4 months post-implantation, a computerized topography scan revealed chronic caval occlusion around plaintiff¿s ivc filter, thrombosed iliac venous stents, and abundant venous collaterals. Patient underwent a caval reconstruction procedure in which it was noted in the record that there was at least one fractured strut. The caval reconstruction was unsuccessful and ivc filter was unable to be removed.